Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue.

Manufacturer narrative:
Information was previously reported that during the evaluation of the device at the manufacturer¿s service center, the device failed a test step during testing. The device¿s system board was replaced to address the issue. The initial evaluation showed that the system board on the trilogy stb did not operate without any issues and was replaced to prevent any further errors. However, philips lab investigation was unable to duplicate failure of the pca sensor and was scrapped.